Event description:
A potential for major break in sterile technique identified. The sterile packaging system for the orthofix bone screws are extremely misleading. The screw is packaged in a double peel pouch and housed inside a plastic tube. The plastic tube has an inner tube that twists out of the outer tube. The outside of the container is labeled clearly "sterile" contents sterile. In fact, the double peel pouch inside the tube is not sterile, only the second inside peel pouch is sterile. The co was notified of the misleading label and is "phasing out" this type of packaging system. But, they could not guarantee that replacement orders would contain the new improved packaging. This is potentially dangerous for pts if a break in technique occurred.

Event description:
Add'l info rec'd from MFR 10/09/03: MFR has no record of any event occurring on event date or any other date during the period ( 1 january 1995-present) other than the one that occurred in november 2001. There have been no actions taken as a result of this reported incident as the analyses confirmed that the screws had been packaged in double pouches. The institution where the incident occurred was notified of the analytical results.